Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tape not sticking due to weak glue event on (B)(6) 2026. No further information available.